Manufacturer narrative:
The source of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise which was oversensed causing pacing inhibition and greater than two seconds of asystole for this patient. A revision procedure was performed and the device and right ventricular (rv) were removed from service and replaced. No additional adverse patient effects were reported.